Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination therefore the reported event could not be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a review of the manufacturing records evaluation (mre) was performed as part of this investigation. Product code 150680005, work order (B)(4) was manufactured on 10-sep-2020. 18 parts were manufactured per specification and all raw materials met specification. Scrap: 2 parts from this lot were scrapped: scrap code a211: this concerns scratches on the part. There is no correlation between this scrap reason and the failure mode of the complaint. Reprocessing: there was no material reprocessing reports (mrr) associated with this lot non-conformance: there were no non-conformances associated with this lot.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the surgery via tka for oa with the tibial tray in question. When the purple protective cover was removed, the numbers and marks of the protective cover were left on the surface of the tray. The surgeon wiped the surface of the tray with gauze but could not remove the marks. The surgery was completed successfully without any surgical delay. No further information available